Event description:
Bone scalpel blade was attached to handpiece but not tightened to recommended tightness. Handpiece connected to generator. Generator pedal was pressed for 1 second to check function. Strange noise came from handpiece. It was noted that the piece was not tightened all the way. Blade was then fully tightened on handpiece and pedal was pressed again for one second to test function. During second test, half of bone scalpel blade broke off and landed on mayo stand. Broken piece did not penetrate mayo stand cover and no contamination was noted. Blade did not touch patient. No harm to patient noted.